Manufacturer narrative:
The insulin pump was received with a broken force sensor and critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that pump had pump error 35. The customer¿s blood glucose was 100 mg/dl at the time of the incident. The insulin pump will be returned for analysis.